Manufacturer narrative:
On august 20 2020 additional information received indicated that patient stated that she is fully recovered (no residual effects)- removed via explant surgery and now she is having scarring after the surgery. Pain is gone. She indicated that the r right side has issue with capsular contracture baker grade ii. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 7/11/2019, indicated that the date of implantation updated to (B)(6) 2007. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that unintentionally missed reporting updated date of explantation in manufacturer report number 1645337-2019-12275: ( follow up 3) for the left side. Manufacturer¿s reference number: (B)(4). (B)(6) 2020.

Manufacturer narrative:
Additional information received on march 9, 2021 indicating that patient had ruptured right implant (rupture was confirmed upon explanting the device), deformity on the right from the ruptured implant as well as the following bii symptoms: fibromyalgia, fatigue, dry eyes, sore neck, pain in armpit and sensitivity to light and cold. This report relates to the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction, pain. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085117. It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (sm mpp gel 300cc/ip-00564706: sm mpp gel 325cc date of implant (B)(6) 2009) experienced symptoms of auto immune disorder: ¿dry eyes, blurry vision, sensitive to light and cold, fibromyalgia, fatigue, stiff neck, irritability, brain fog, food sensitivities, weight gain¿. The patient also reported pain in lymph node area in armpit. As a result, the patient is planned to undergo breast implants removal on (B)(6) 2020. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the left side.